Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The chest tube was removed and the patient was discharged. No other information was provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. System logs were not available for review.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
Refer to h10/h11 for follow-up information. On 29-may-2024, additional information was received. The event date is 05-jul-2023. The target nodule size was 22 millimeters. The pneumothorax was identified via chest x-ray.